Event description:
Description/event details: the needles come out damaged the liquid of the product does not come out.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Manufacturer narrative:
Following the submission of the initial MDR, it was determined that this complaint will be cancelled. The associated MDR will be void.

Event description:
No additional information.